Event description:
It was reported that the ilet pump¿s touchscreen was cracked, with the user unsure of how the damage occurred, and the device remained functional though no longer watertight; replacement was arranged and the user was advised to shut down the device and back up therapy, with continued cgm use via dexcom app or receiver. Symptoms included no adverse clinical effects, and the reported blood glucose was 122 mg/dl. Outcomes included device replacement and planned return of the damaged unit. Investigation included collection of device history and complaint details, verification of shipping and return logistics, and instruction on data sync and start-up for the replacement device. Investigation of this device revealed a damaged display assembly consistent with physical damage to the device housing, with no reported impact to glucose control. It was concluded, based on previously established findings for similar reports, that the cause was user-handling¿related mechanical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.